Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen and morph ine drug via an implantable pump for intractable spasticity indications for uses. It was reported that the rep was called by the healthcare provider (hcp) on 2025-06-08 to check the patient¿s pump post magnetic resonance imaging (MRI) scan yesterday. The company representative (rep) stated that she has done that and there was only a motor stalled showing without recovery. Discussed MRI labeling and telemetry state condition. Discussed rechecking the pump status every 20 minutes until recovery was seen. The patient had heard no audible alarming from the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) via a company representative (rep) stated that the date of the motor stall was unknown. However, 232 service code (stalled) occurred on (B)(6) 2025 at 1:12 pm. After 25 minutes of 232 service code, the pump recovered.